Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the display was cracked. It was noted that the display was no longer legible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on but the display was blank. The pump¿s audio tones and vibrations were functional. The pump cover was removed and the display screen was found to be cracked. A test display screen was inserted and found to function properly. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked near the pump case seal.